Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 11mm in length. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found a shaft kink 620mm proximal from the distal tip. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon leak occurred. The target lesion was located in superior vena cava. A 6.0 x 120, 135cm mustang balloon catheter was advanced for dilatation. However, on the first inflation before reaching the rated burst pressure, the balloon was leaking gas. The device was removed successfully, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon leak occurred. The target lesion was located in superior vena cava. A 6.0 x 120, 135cm mustang balloon catheter was advanced for dilatation. However, on the first inflation before reaching the rated burst pressure, the balloon was leaking gas. The device was removed successfully, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.